Manufacturer narrative:
During testing and repair at the service center the device displayed a yellow light visual alarm. This was due to the four way valve sticking.

Event description:
It was reported that the four way valve was sticking.